Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: qgmcxr, qlmesj. Batch# qlmesj, mfg.date: 10/14/2020; exp. Date: 09/30/2022. Batch# qgmcxr, mfg. Date: 06/09/2020; exp. Date: 05/31/2022. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: lot number: unknown: qgmcxr, qlmesj. Qty of product involved: 1 => 3. Qty to be returned: 1 => 3. Device return status/follow up? =>the device has been shipped. The following information was requested, but unavailable: what was being done when the needles detached from the suture (pull off) (e.g. Removal from package, during passage through tissue, during tying, etc.)? Could you please confirm how many devices from lot qgmcxr were involved? Could you please confirm how many devices from lot qlmesj were involved? Procedure name? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m. Events were submitted via 2210968-2021-02757 and 2210968-2021-02758.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. During the surgery, the suture was detached from the needle easily. It was not a control release needle. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 05/11/2021. A manufacturing record evaluation was performed for the finished device lot number qgmcxr, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: visual analysis of the returned sample determined that one opened sample of product code pdp304 was received for evaluation. A cracked barrel defect could be observed in the sample. The visual inspection concluded that the needle was detached from the suture since has complete separation of metal along the barrel of the needle. The functional test could not be performed. The cracked barrel defect has been correlated to the manufacturing process. According to the procedures is a class 2 defect. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/11/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.